Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient coded and went into ventricular fibrillation (vf). Cardiopulmonary resuscitation (CPR) was performed with 2 chest compressions. A shock was delivered from the implantable cardioverter defibrillator (ICD). After the shock delivery the patient had a pulse and went into a ventricular rhythm in the 50 beat per minute range. The cause of the cardiac arrest was unknown. Boston scientific technical services (ts) advised the medical personnel to have the ICD interrogated. It is unknown if an interrogation occurred. The ICD remains in service and no additional adverse patient effects were reported.